Manufacturer narrative:
Device analysis: the ams800 control pump was visually, microscopically and functionally tested. No leaks were found. The control pump performed within the product specifications. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the patient's artificial urinary sphincter pump had extruded from the scrotum near the perineal scar. Revision was requested. The patient was stable. Additional information was reported that the device was explanted.

Event description:
It was reported that the patient's artificial urinary sphincter pump had extruded from the scrotum near the perineal scar. Revision was requested. The patient was stable.

Event description:
It was reported that the patient's artificial urinary sphincter pump had extruded from the scrotum near the perineal scar. Revision was requested. The patient was stable. Additional information was reported that the device was explanted.

Manufacturer narrative:
Device analysis: the ams800 control pump was visually, microscopically and functionally tested. No leaks were found. The control pump performed within the product specifications. Inspection of the remainder of the device presented no other damage or irregularities. Returned product consisted of a an ams800 pressure regulating balloon, occlusive cuff, and control pump. The ams800 pressure regulating balloon was visually and microscopically inspected, and functionally tested. No leaks were found. The balloon failed pressure test at 75.5 cmh20. It did not perform within the product specifications. Inspection of the remainder of the device presented no other damage or irregularities.